Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The dicom box was calibrated during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 2600 system had no image on the left monitor and would not send images to pacs. No patient injury was reported.